Manufacturer narrative:
Clinical investigation: there is no documentation to support a possible association between the liberty cycler and the episode of peritonitis or the hospitalization for metabolic encephalopathy, hyperglycemi,a or pneumonia. The episode of peritonitis was most likely a result of the absence of the cap from the end of the pd catheter. At which time the patient was completing pd therapy via capd and not using the liberty cycler. The altered mental status was a result of metabolic encephalopathy which resulted from a blood glucose level of 1,651 which was attributed to the patient¿s infection, steroid use, and overall poor control of diabetes, as illustrated with a hemoglobin a1c level of 12. The metabolic encephalopathy resolved when the patient blood glucose level was controlled prior to discharge. Plant investigation: the plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse (rn) reported that the patient had been traveling at the beginning of (B)(6) 2017 and performing continuous ambulatory peritoneal dialysis (capd) four times a day. On (B)(6) 2017, the patient noticed his pd catheter did not have cap on the end. The patient was not sure what happened to the catheter or how it fell off. Reportedly, the patient did a simple soak and notified the on-call pd rn on (B)(6) 2017. The patient was prescribed ceftazidime 1grm intraperitoneal (ip) once daily and cefazolin 1gram ip once daily from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2017, the patient returned home. The patient presented to the pd clinic on (B)(6) 2017 with a sample of pd effluent (cloudy) for cultures. The pd culture was positive for staphylococcus epidermidis with a white blood cell (wbc) of 4,787. Repeat culture were dawn on (B)(6) 2017 and the patient¿s antibiotic therapy was changed to vancomycin 2 gram ip once a week from (B)(6) 2017 through (B)(6) 2017, at which point the pd effluent was reportedly clear. The pd rn stated that the missing catheter cap and subsequent contamination is the cause of the peritonitis. It was further reported that the patient had been hospitalized from (B)(6) 2017 through (B)(6) 2017. Initially, the patient was admitted through the emergency room with altered mental status due to acute metabolic encephalopathy with a glucose level of 1,651. The patient was also diagnosed via x-ray with pneumonia (bacterial) of the right lower lobe, which was reportedly caused by the patient¿s underlying chronic obstructive pulmonary disease (copd). Furthermore, the patient was receiving ongoing ip antibiotics for the known peritonitis. During the hospitalization, the patient was hydrated and treated with endotool for management of the hyperglycemic episode which was exacerbated from steroids and infection. However, the patient¿s hemoglobin a1c level was 12 indicating overall poor management of diabetes care. The patient was treated with intravenous (IV) antibiotics, as well as levaquin and oxygen therapy for the pneumonia. At the time of discharge, the patient had returned to his baseline level of alertness with resolution of the encephalopathy. At discharge, the patient¿s oxygen saturation was 94% on 3 liters of oxygen; the patient¿s oxygen therapy was to be continued at home. The patient was to continue ip kefzol and ceptaz for another week. The patient was discharged from the hospital on (B)(6) 2017 and has been able to continue continuous cyclic peritoneal dialysis (ccpd) without further issues.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.